Manufacturer narrative:
(B)(4). Problem of carrier would not retract. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a correction of previous prolapse procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the capio carrier failed to retract. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.